Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) lead was repositioned. There were no reported complications postoperatively and the patient was noted to have recovered.